Event description:
It was reported that the device stopped working half way through a laparoscopic adrenalectomy. Another device was used to complete the case. There was no consequence to the patient.